Event description:
It was reported that during a mid left anterior descending artery procedure, the nc trek balloon spontaneously ruptured. There was no adverse patient sequela and no clinically significant delay in procedure. Another device was used to complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual inspection, functional testing, dimensional measurements, and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. Sem analysis was performed and the results suggest that the balloon failure may be attributed to mechanical damage to the outer surface. Evidence of mechanical damage was observed on the outer surface at the leak edge. This suggests that the balloon material likely interacted with possible calcification or associated devices during advancement in such that the material was damaged or scratched causing the material to rupture under pressure. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.